Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A device history record could not be evaluated as the lot number is unknown. Based on the available information we are not able to identify a root cause at this time. The complaint has been logged in the complaint management system and will be monitored through tracking, trending, and quality data analysis for potential future occurrences. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the valve of the pleurx pleural catheter was broken and damaged. No medical intervention was required, and there was no exposure to blood or body fluids. There was no reported patient injury. The issue was resolved by replacing the valve.